Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform the unexpected restart error alarm test, prime, compromised force sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm. Pump received with cracked belt clip slot and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer stated that the insulin pump was not priming. Customer stated that they no delivery alarm during manual prime. Customer stated that troubleshoot was not completed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.